Event description:
It was reported the patient received the following results: 473 mg/dl at 8:30am (system 1) and 189 mg/dl at 8:32 am (system 2). The blood glucose results were obtained using the same vial of test strips.